Manufacturer narrative:
The patient was born in 1967. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The same day as the onset, the patient was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date the patient was treated with unspecified antibiotics. Six days after the onset of peritonitis, antibiotic treatment was discontinued. On an unreported date the patient was transferred to hemodialysis. At the time of the report the patient had not yet recovered from the peritonitis event. No additional information is available.